Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer noticed that when the troubleshooting was about to complete the insulin was steadily dripping out the end of the tubing. The customer will use back up plan until replacement insulin pump arrive. The customer was advised that we would replace sets and reservoir for her too.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.